Manufacturer narrative:
Batch review performed on 14 january 2019: lot 156235: (B)(4) items manufactured and released on 03-mar-2016. Expiration date: 2021-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by packaging and washing manager on january 15, 2019. Based on the pictures attached to the complaint examination it was concluded that the damage evidently occurred due to forces experienced during transportation/handling. This was indicated to be correlated to the packaging configuration that allows degrees of freedom for movement within the package. The coating of the stem is damaged in two points, two holes are visible, this is probably the results of the forces experienced during transportation/handling and consequently the rubbing between stem and the plastic blister.

Event description:
The primary packaging was scratched, the stem was not used. Another stem, same reference, was implanted.

Manufacturer narrative:
On february 26th 2020 we have received the packaging and the stem. The preliminary investigation has been confirmed by the packaging washing manager on 26.february.2020. Visual inspection performed by packaging and washer manager on february 26, 2020: as reported in the preliminary analysisi, it was concluded that the damage evidently occurred due to forces experienced during transportation/handling. This was indicated to be correlated to the packaging configuration that allows degrees of freedom for movement within the package. The coating of the stem is damaged in two points, two holes are visible, this is probably the results of the forces experienced during transportation/handling and consequently the rubbing between stem and the plastic blister.